Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information was requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available. Review of event description: event summary: one case was reported for dislocation with the burch-schneider in a journal article. It is unknown if intervention was required. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer (B)(4) for in-depth analysis. Root cause determination using dfmea : impingement with stem (decreased rom), dislocation, subluxation, migration of implant, stress shielding due to malpositioning of the implant, wrong alignment. => possible: based on the given information it cannot be excluded. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the information available for the investigation, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a journal article that the patient was implanted a burch schneider cage (exact catalogue number unknown) on an unknown date and experienced a dislocation. It is unknown if the patient underwent intervention. Reference: the reconstruction of periprosthetic pelvic discontinuity, b.a rogers, the journal of arthroplasty, 2012.